Event description:
Healthcare professional reported right side deflation. Healthcare professional reported particles in valve. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening and broken on posterior and radius side assessed as surgical damage and missing piece of shell assessed as inconclusive. Particles in the valve: observed black particles in the valve. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional reported particles in valve. Device has been explanted.